Event description:
A malfunction alarm was reported with code malf 12. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. Technical support provided information to reset the pump, and assisted the customer with the reset. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if the issue recurred.